Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 05/30/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 05/23/2014 with the following findings: during investigation, a review of the pump¿s black box and history showed that occlusion alarms due to an unidentified high force were recorded. During testing, no occlusions were able to be duplicated. The force sensor calibration was found to be within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an occlusion (frequent/persistent) issue. It was reported that multiple occlusions had occurred with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.